Event description:
The ICU-ccu central pt monitor went blank/black for about 2 minutes, but all monitors were working bedside. It rebooted by itself; the reboot created a vpp core file. The user had to reconfirm all pts. This resulted in a temporary inability to centrally monitor pts, however, bedside monitoring was not affected. There was no report of any pt harm as a result of the reported events. Note 1, the customer did not provide any pt info.

Manufacturer narrative:
The device eval is not yet complete. A follow-up report will be submitted when the eval is completed.